Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: (04/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy, the device allegedly self-activated. There was no reported patient involvement.

Event description:
It was reported that during a prostate biopsy, the device allegedly self-activated. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy lot sample was returned. During functional evaluation, the sample failed to prime. Upon disassembly, it was observed that the left bumper was missing and the right side bumper was bent. Therefore, the investigation is confirmed for failure to prime. However, the investigation is inconclusive for self activation. The identified bent right bumper and missing left bumper likely contributed to reported events. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The bent needle may have contributed to the reported failure to prime, but as the bend was not reported it is considered to be an incidental finding as we do not know if the bend occurred during shipping and handling. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.